Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) performed on(B)(6) 2024. During the procedure, a puncture was made, and the stent's first flange was deployed. However, the stent's second flange was unable to be deployed. After several attempts, the stent was removed partially deployed on the delivery system. The procedure was completed with another axios stent of a different size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.